Manufacturer narrative:
Stryker evaluated the device and the reported issue was not able to be duplicated during testing. A customer quality engineer reviewed the event files and verified the reported power cycle events. Root cause could not be established. The issue was resolved by precautionarily replacing the system pcba. The device passed functional and performance testing and was returned to the customer. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device power cycled several times during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.